Manufacturer narrative:
The reported issue (the user found a crack on the catheter, and the water leaked from the crack during pretest.. Another catheter was used. Per additional information, there was a tear in the lumen) was confirmed. Per visual inspection, a cut to 0.50¿ from the bifurcation on the drainage lumen was found. Water was injected by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿ visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a crack on the catheter, and water leaked from a crack during pretest. Another catheter was used. It was later reported that there was a tear in the lumen.